Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient reports had device implanted for pain and it did not control pain. Pt states had device removed sometime last year. Documented reported event. No further action was taken by patient services. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.